Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the pump temp rate had stopped with no interaction from the customer. Reportedly, the customer's blood glucose level was impacted. Review of pump data by tandem technical support indicated that the temp rate was aborted by user before completion. Contact indicated that the event would be addressed with the customer.